Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and that insulin squired out during the manual prime process. The customer was disconnected during the prime process. The caller stated that the insulin pump had not been dropped, bumped or exposed to water. The customer's blood glucose was 75 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.